Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is in progress.

Event description:
Description of event according to complainant: on (B)(6) 2015 (two days post-procedure), the patient underwent a chest, abdomen, and pelvis computed tomography (CT) exam which revealed a pe but no evidence of thrombus in the ivc, pelvic veins or left lower extremity. There was thrombus in the right lower extremity. There was no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was less than six degrees. A grade 3 filter leg interaction with the ivc wall was observed, but did not result in clinical sequelae that required intervention or treatment. On the same day, the patient was discharged from ICU. The presence of pe or thrombus in the lower extremities was not assessed. Angle of filter tilt in the sagittal plane was one degree and 6.3 degrees in the coronal plane. There was one grade 3 ivc filter leg that affected a vertebral body. No hemorrhage, hematoma or other clinical finding was observed at the perforation/puncture site. On (B)(6) 2015 (55 days post-procedure), the patient had the pre-retrieval x-ray and filter retrieval procedure performed. At the time of pre-retrieval imaging, no symptoms were reported related to the one filter leg with grade 3 ivc wall interaction. The patient was on eliquis prior to filter retrieval. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was less than six degrees. The filter was endovascularly retrieved with a gunther tulip retrieval set, via the right internal jugular vein, because it was no longer clinically needed. Additional methods or devices used to retrieve the filter included: "snared wire through filter and advanced sheath." Filter legs did appear outside the column of contrast before filter retrieval. There was no thrombus present in the filter, and the level of difficulty was rated moderate. There was no extravasation of contrast after the filter retrieval. Patient outcome: on (B)(6) 2015 (99 days post-procedure), the one month post-retrieval clinical assessment was performed. The patient continued to take eliquis. Since the last contact, the patient had not experienced any significant medical problems or hospitalizations.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Summary of investigational findings: investigation of the imaging confirmed that a secondary filter leg perforated ivc contacting l3 vertebral body. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. (B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Summary of investigational findings: investigation of the imaging confirmed that a secondary filter leg perforated ivc contacting l3 vertebral body. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on (B)(6) 2015 (two days post-procedure), the patient underwent a chest, abdomen, and pelvis computed tomography (CT) exam which revealed a pe but no evidence of thrombus in the ivc, pelvic veins or left lower extremity. There was thrombus in the right lower extremity. There was no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was less than six degrees. A grade 3 filter leg interaction with the ivc wall was observed, but did not result in clinical sequelae that required intervention or treatment. On the same day, the patient was discharged from ICU. The presence of pe or thrombus in the lower extremities was not assessed. Angle of filter tilt in the sagittal plane was one degree and 6.3 degrees in the coronal plane. There was one grade 3 ivc filter leg that affected a vertebral body. No hemorrhage, hematoma or other clinical finding was observed at the perforation/puncture site. On (B)(6) 2015 (55 days post-procedure), the patient had the pre-retrieval x-ray and filter retrieval procedure performed. At the time of pre-retrieval imaging, no symptoms were reported related to the one filter leg with grade 3 ivc wall interaction. The patient was on eliquis® prior to filter retrieval. The pre-retrieval x-ray revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was less than six degrees. The filter was endovascularly retrieved with a gunther tulip retrieval set, via the right internal jugular vein, because it was no longer clinically needed. Additional methods or devices used to retrieve the filter included: snared wire through filter and advanced sheath. Filter legs did appear outside the column of contrast before filter retrieval. There was no thrombus present in the filter, and the level of difficulty was rated moderate. There was no extravasation of contrast after the filter retrieval. Patient outcome: on (B)(6) 2015 (99 days post-procedure), the one month post-retrieval clinical assessment was performed. The patient continued to take eliquis® since the last contact, the patient had not experienced any significant medical problems or hospitalizations.